Manufacturer narrative:
The impella lp5.0 was received and evaluated. A failure analysis investigation was performed and no issues were found with the device. A review the device history record and found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot. Data logs confirm the device operated within design specification during use. The root cause of the bleeding was most likely related to the patient condition and surgical procedures performed during the case and is unrelated to impella. It is likely that the heparin contributed to promoting bleeding after it initially occurred. It should be noted that thoracic drains are contraindicated for uses in which the blood's ability to clot is impaired.

Event description:
The complainant reported a (B)(6) male patient presenting with myocarditis. Impella lp5.0 was inserted in the right axillary site. A small incision was made in the left chest to expose the pulmonary artery, in order to perform a surgical procedure (blood removal from the right atrium and feeding blood to the pulmonary artery). The wound created by this surgical procedure produced a bleed that required surgical intervention to resolve. Although the impella device was not the original cause of this bleed, it was reported that the device's use of heparin contributed to the bleed. After surgical intervention, patient's bleed subsided.